Event description:
On (B) (6) 2010, the patient reported experiencing elevated blood glucose for the past 3 weeks. She stated that each time her blood glucose is elevated, she changes the infusion site and finds the cannula is bent. She has also noticed blood in the infusion tubing. She stated when she removes the infusion site, her abdomen is sore and the area appears raised. On (B) (6) 2010, her blood glucose measured "hi" on her blood glucose monitor and last night her blood glucose measured over 400 mg/dl. Her normal blood glucose range is 90-200 mg/dl. She stated that if her blood glucose does not decrease by bolusing through the infusion device, she disconnects from the device and injects insulin via syringe. She was sent an infusion set insertion device and infusion sets. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The alleged product was discarded. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.